Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test on march 6, 2018 and march 13 by the facility, the subject device repeatedly tested positive for pseudomonas aeruginosa (>200cfu/ml). The facility had reprocessed the subject device using a non-olympus automated endoscope reprocessor (adapterscope (B)(6)) with peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device and cleared (B)(4) guideline.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".